Event description:
While hand drilling wiht co's drill, the surgeon encountered dense bone and the drill tip broke and became lodged into the bone. The tip was left in the pt. Co is aware that surgeons encounter dense bone on occasion. Co's drill tips should be inspected by the hosp before they are used for sharpness. This recommendation is publized in co's surgical techniques. Co does not know if this inspection was performed prior to surgery.